Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a crack in the smooth flo flex tubing. It is possible that the tubing cracked during use, which can cause the tube to leak. The tube has to be soft and flexible in order to meet the user requirement. As the tube is soft and flexible, it is prone to cracks and pin holes if it is pulled and/or stretched. The instructions for use (IFU) mentions that this product must be stored in a cool, dry place, protected from light and ozone. In addition, the product must not be used with flammable anesthetics. The instructions also mention to check the system for leaks. At the manufacturing site, a 100% inspection and leak testing is conducted on this product; therefore, a defect of this type would be detected prior to release. The defect was found during use; therefore it is most likely that the defect occurred due to mishandling, although this could not be confirmed. Other remarks: a conclusion code could not be found as the complaint of crack in tubing was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges that "there was a crack found on the flex-tube during use on a patient. Therefore, the flex-tube was replaced by a new one." There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges that "there was a crack found on the flex-tube during use on a patient. Therefore, the flex-tube was replaced by a new one." There was no patient injury reported.